Event description:
The balloon of the stent delivery system ruptured during the deployment of this device.

Manufacturer narrative:
Percutaneous coronary intervention was performed on a 99% de novo lesion in the proximal to distal right coronary artery (rca) of unk length and diameter that was entirely tortuous. The lesion was also highly calcified. A 3.0x33mm cypher stent, and a 3.5x33mm cypher stent were deployed in the proximal to mid rca. Coronary angiography reveals a vessel dissection in the distal rca. The dissection type is not know, nor are any add'l details of the previous stent deployments available. To treat the dissection, a 3.0 x 18mm cypher was deployed distal to the stent in the mid rca and also overlapping. The cypher was delivered to the target lesion, but the physician had difficulty crossing the lesion due to the heavy calcification and the tortuosity, and so the cypher would not cross the target lesion. Therefore, buddy wire technique and anchor balloon technique were used, and then the cypher crossed the lesion. While inflating the stent delivery system (sds) at 5 approx 7 atmospheres (atm), angiography confirmed a balloon rupture. The stent was left at the target lesion and the sds was retrieved. Then the stent was post-dilated with a 3.0x15mm quantum balloon and sufficient stent apposition was confirmed at the target lesion. All of three cypher stents were implanted with overlap. There was no complication from the dissection. There was no reported pt injury. The physician considered the cause of the dissection was not because of the cypher product, and the vessels dissection occurred due to the procedure. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. This product will not be returned for analysis due to the pt's infectious disease (syphilis). Add'l info received will be submitted within 30 days upon receipt. A report was received that two cypher sds were associated with coronary artery dissection and a third cypher sds was associated with balloon burst. The event involved a male pt of unk age with an unk medical history. The reason for his admission to hospital was not reported; but an angiogram revealed a lesion in his proximal to mid rca that was described as de novo, 99% occluded, highly calcified and highly tortuous (throughout the entire rca). The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the proximal to mid rca was pre-dilated prior to the placement of two overlapping cypher stents; a 3.00 x 33mm and a 3.50 x 33mm; at unk maximum inflation pressures. After the implant of these stents, a dissection was noted in the distal rca. The physician decided to treat this dissection with the implant of an add'l 3.00 x 18mm cypher stent. During advancement of this product, the physician experienced difficulty crossing the lesion due to it's heavy calcification and tortuosity. The then used a buddy wire, and an anchor technique to successfully cross the target lesion with the cypher stent. During the deployment of this overlapping stent, a balloon rupture was noted when the system had been pressurized to 5-7atm. The sds was removed without injury to the pt and the stent post-dilated with another balloon for sufficient stent apposition. The products were not returned for evaluation. The DHR review of the lot number of the cypher implicated in the balloon burst revealed that the products met requirements for product acceptance. According to the procedural physician, the cause of the dissection was related to procedural factors and not the cypher products. Based on the info provided, it is not possible to draw a conclusion about a relationship between the devices and the events. However, there are vessel and procedural factors that may have contributed to them. This is one of three products associated with the reported events that were reported under the following manufacturing numbers 96106099-2007-01303, 9616099-2007-01304 and 9616099-2007-01305.